Event description:
The customer reported that the user did not get an asystole alarm at the philips info center (pic) when the bedside device showed a flatline. The customer alleged that the pic displayed the pt's data even when the pt had expired.